Manufacturer narrative:
The subject device was not returned to omsc for investigation. Only the foot switch of electrosurgical unit was returned and there were no abnormalities. The exact cause of the user's experience could not be conclusively determined. Omsc considers that the doctor snared tissue with excessive force in situation that electrosurgical unit couldn't activate output normally. The device instructions manual has warned users not to snare tissue with excessive force and to the instrument when making an incision. Omsc will submit a supplemental report. If reportable result is found after the investigation. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp. (Omsc) was informed that a polyp was cut mechanically during polypectomy. The doctor couldn't hear output sound from electrosurgical unit and checked the subject snare and condition of the connection of pt plate. After that, he activated output again and it occurred. He stopped bleeding with a clip and completed procedure. Then the pt returned home but rebleeding occurred a few days after. The doctor performed add'l clipping with an endoscope. The condition of the pt stabilized.